Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited beep tones. The device was interrogated, and a yellow error screen was seen, but cleared by the physician before knowing what the error was. The interrogation showed that the device had hit elective replacement indicator (eri). 2 manual capacitor reformations were performed and the device went back to middle of life 2. A guidant technical services (ts) consultant discussed that the beep tones were likely due to eri declaration due to long charge times. The physician elected to explant the device. Another ICD was successfully implanted. No adverse patient symptoms were reported.